Manufacturer narrative:
(B)(4) 2015: tandem technical support attempted to reach out and check on the status of the customer, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having elevated blood glucose (bg) levels since starting on the pump. Elevated bg levels were treated by administering correction boluses. Tandem technical support discussed factors that can affect bg levels with the customer's contact. Troubleshooting could not be performed at the time of the call, as the customer was not present.